Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the image was grainy only with the 190 series scopes. The tac representative instructed the customer to reseat both the maj-1933 and 1941 cables. They cleaned the clv-190 socket and the issue remained. The color bars from the cv-190 were clear as well. Tac suggested sending the unit in for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the evis exera iii xenon light source had a grainy image and displayed a communication error code b30. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.